Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. It was reported by the rep that no clips were in the instrument. Another er320 instrument was used to finish the case. There was no consequence to the patient.